Event description:
Rn went to hang etoposide infusion for patient and the key on the nitroglycerin set (1c8043) broke off in the pump rendering pump inoperable and requiring compounding the infusion again.